Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation.(B)(4).

Event description:
The customer reported while using the avea ventilator, the oxygen was set at 100% and only delivering 40-60%. The unit was on a patient when this issue occurred. The patient was placed on another unit and there was no harm or injury.

Manufacturer narrative:
Device evaluation: results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The reported issue was resolved by performing a scheduled preventative maintenance. The user verification tests and operational verification procedures were performed and the device passed all testing to manufacturer specifications. The reported issue is suspected to be due to the customer not maintaining the device to recommended scheduled maintenance.